Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant false occlusion alarm was confirmed and duplicated during product evaluation. This condition was caused by the pump's door handle being broken in its latch area. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm which was identified during bio-medical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.